Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer ordered magic 3 intermittent catheters, coude tip and about half of the box was straight tip causing the customer to injure. Then, they had another shipment. The catheter they tried to use the previous day had no lubricant on it. They stated that they would try another one the next day to see if there is any lubricant on it. They ordered the catheters through byrum healthcare. Medical intervention is unknown. As per follow up via phone on 04aug2022, it was reported that the packages were arrived unsealed, and the patient insisted that the packages arrive with at least a safety seal. Patient initially got into an accident and blood was involved which was why the patient went to using the intermittent catheters. Patient had one package arrived with several catheters that did not belong and caused discomfort as they used the wrong one upon insertion. Others have arrived with little to no lubrication and were mostly dry. Patient felt it was a manufacturing issue. As per additional information received via email on 09aug2022, the patient stated that byram healthcare should be returning six boxes of the batch# jugr9048 and the patient marked 'x' on the two boxes where they used dry catheters (batch# jugr9048). The patient was forwarding several open or unused catheters in the plastic bag and they slit one of the sleeves, there was not even a drop of lubrication within. It was stated that photos provided at last was related to the issue in march. The patient was bludgeoned (spurt of blood) on use by the straight catheters that were mixed in the coude catheter box in error. It was also stated that, because the injury and scarring did not get a chance to heal with continual catheterization, the patient was needed to see an urologist who put them on a foley catheter for a week to repair. The batch# for the box of 14 fr magic 3 go reference # 50814g was judv0178 with expiry 2022-07-31 . The inserted other straight catheters were 53814g, batch# jueto748 with expiry 2023-06-28. The patient broke down the box to include in our box and only had a few left of the approximate 12 to 15 in the box. It was stated that another batch# sent to the patient by byram healthcare for the 53814g, jugr11143 with expiry 2025-03-28 are fine and they had not tried jugq0943 with expiry 2025-03-28 yet.

Event description:
It was reported that the customer ordered magic 3 intermittent catheters, coude tip and about half of the box was straight tip causing the customer to injure. Then, they had another shipment. The catheter they tried to use the previous day had no lubricant on it. They stated that they would try another one the next day to see if there is any lubricant on it. They ordered the catheters through byrum healthcare. Medical intervention is unknown. As per follow up via phone on (B)(6) 2022, it was reported that the packages were arrived unsealed, and the patient insisted that the packages arrive with at least a safety seal. Patient initially got into an accident and blood was involved which was why the patient went to using the intermittent catheters. Patient had one package arrived with several catheters that did not belong and caused discomfort as they used the wrong one upon insertion. Others have arrived with little to no lubrication and were mostly dry. Patient felt it was a manufacturing issue. As per additional information received via email on (B)(6) 2022, the patient stated that byram healthcare should be returning six boxes of the batch# jugr9048 and the patient marked 'x' on the two boxes where they used dry catheters (batch# jugr9048). The patient was forwarding several open or unused catheters in the plastic bag and they slit one of the sleeves, there was not even a drop of lubrication within. It was stated that photos provided at last was related to the issue in march. The patient was bludgeoned (spurt of blood) on use by the straight catheters that were mixed in the coude catheter box in error. It was also stated that, because the injury and scarring did not get a chance to heal with continual catheterization, the patient was needed to see an urologist who put them on a foley catheter for a week to repair. The batch# for the box of 14 fr magic 3 go reference # (B)(4)was judv0178 with expiry (B)(6) 2022 . The inserted other straight catheters were 53814g, batch# jueto748 with expiry(B)(6) 2023. The patient broke down the box to include in our box and only had a few left of the approximate 12 to 15 in the box. It was stated that another batch# sent to the patient by byram healthcare for the 53814g, jugr11143 with expiry (B)(6) 2025 are fine and they had not tried jugq0943 with expiry (B)(6) 2025 yet.

Manufacturer narrative:
The reported event was inconclusive as evaluated representative met specification and the condition of original used sample was unknown. Although an exact root cause could not be determined a potential root cause could be lack of existing patient/caregiver/physician education/physician screening. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use the magic 3 go® intermittent urinary catheter is intended for urological use only. It is intended for use by adult and pediatric patients of all ages for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Contraindications none known warnings this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, hang the package with the adhesive surface on the inner side of the tab to a nearby dry vertical surface while preparing to catheterize. 4. Positioned comfortably with thighs spread apart, clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Remove the catheter with the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert the catheter into the urethra until urine begins to flow approximately 1-1.5" or 2.5-3.8 cm). 6. When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 8.wash hands. " the actual/suspected device was inspected.